Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during receipt inspection of the subject device, the endoscopic image got abnormal. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cable was scratched by the customer's handling and water entered into the product through the cap and it caused the broken electric circuit. If additional information becomes available, this report will be supplemented.